Event description:
It was reported that prior to a intervention procedure, tip detachment occurred. As the amplatz ss wire was removed from the protective hoop the user noted difficulty removing the wire. Upon removal, it was noted that the coating on the distal tip was partially removed. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).